Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a cracked rear case and that the display did not work. It was further requested that the unit's internal components and output be checked. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator had a cracked rear case and that the display did not work. It was further requested that the unit's internal components and output be checked. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the lower case was broken but was unable to confirm the comment that the display did not work. Analysis also found the upper case and both bail covers were broken, the ring cover and ring were missing, the battery contacts were compressed, the keyboard was scratched and the liquid crystal display (lcd) was "bleeding." (B)(4).